Event description:
On (B)(6) 2022 a surgeon submitted a voluntary report to the FDA (mw5109593) regarding an adverse event that occurred post breast augmentation surgery. The surgeon explained that after an unspecified time after the surgery, the patient developed a red, hot breast that was painful. The patient began antibiotics and then started having drainage. The surgeon then returned the patient to the operating room, where they washed out the pocket and replaced the implants. The patient then went on to heal without further issues.

Manufacturer narrative:
This report is a response report to medwatch report mw5109593. On jun 10, 2022 proximate concepts reached out to dr. (B)(6) requesting additional information on the suspect medical devices described in medwatch report mw5109593. At the time of writing, dr. (B)(6) has not responded to our inquiry. Upon further investigation, we have identified (B)(6), located in (B)(6), as a possible location where the adverse event occurred. Our records indicated that 3 lot numbers of implant funnels had been distributed to this facility over a 24 month period. These distributions correspond to the dates given by dr. (B)(6). Based on the information identified, a manufacturing record evaluation (mre) was performed on each lot, and no anomalies were found related to this complaint. In addition, the mre verifies that the devices shipped, and the associated production lots and sterilization lots were in accordance with documented specifications and standard operating procedures as indicated in our protocols. Bioburden testing and sterilization logs confirm the shipment of sterile product. Biocompatibility studies of the coating used in the inplant funnel revealed no indication of potential adverse reaction. As such, this file has been closed. Manufacturer's reference number: (B)(4).